Manufacturer narrative:
The report of a tcmid: 05 (coolant diff failure) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to the temperature control board cable not completely seated to the input/output board. Upon visual inspection no physical damage was observed. The analysis of the event log revealed tcmid05 (coolant diff failure) error messages. Tcmid: 05 error. During functional testing, the console revealed tcmid: 05 error message during initial power up. Thus confirming the reported complaint. It was observed that the temperature control board cable and the sensor control board cable was tangled. The cables were untangled and cable were completely seated, the console was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
Upon set-up, the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) upon power up. No known impact or consequence to patient reported.